Event description:
During an arthroscopic repair procedure using the speedscrew knotless implant, the physician was not able to release the anchor from the handle. The implant was removed and replaced causing a 15 minute surgical delay. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, weight and gender were requested but not received.